Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient advocate stated the patient has experienced multiple syncopal episodes since implant that have led to hospitalizations. The advocate noted they were told there was an issue with the length of the lead. The field representative was found out additional information from the clinic that the right ventricular (rv) lead had dislodged. A revision procedure occurred six months earlier where the elad was repositioned. The clinic noted that the patient has been seen since the revision and no other issues have occurred. The rv lead remains in service and no additional adverse patient effects were reported.